Event description:
The customer reported no audio from the mx40. It is unclear whether the device was being used on or off the network. There was no patient involvement. There was no report of a patient injury or harm. The device was returned to the repair bench. The device went through bench repair and it was confirmed that the speaker had malfunctioned.